Manufacturer narrative:
The monopolar curved scissors (mcs) tip cover accessory will not be returned to intuitive surgical, inc. (Isi) for evaluation as the site discarded the item. The site also informed that the mcs instrument is also not available for isi evaluation. Therefore, failure analysis of the products related to the complaint cannot be performed. A follow-up MDR will be submitted if any additional information is received. A review of the site's complaint history does not reveal any related complaints involving this product or this event. Verification of the accessory product via system logs cannot be performed because accessory device product details are not captured in the system log. A system log review was not performed since there is insufficient or unconfirmed product/event information. The mcs tip cover accessory, when used as intended, provides insulation over a section of the endowrist mcs instrument so that radio frequency (rf) energy is only available at the instrument scissor tips. Based on the information provided at this time, this complaint is being reported due to the following conclusion: the mcs tip cover accessory fell inside the patient during a da vinci assisted procedure with no evidence or claim of user mishandling/misuse. The mcs tip cover accessory was retrieved and no additional surgical intervention was required. However, unintended items falling into the patient may require surgical intervention. At this time, it is unknown what caused the event to occur. Although there was no patient injury reported, if this event were to recur, it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the monopolar curved scissors (mcs) tip cover accessory slipped of the mcs instrument and fell into the patient. The mcs tip cover accessory was removed from the patient and was reportedly discarded. The procedure was completed using a backup mcs tip cover accessory with no reported injury. The intuitive surgical, inc. (Isi) clinical territory associate (cta) provided the following information: the operating room nurse who reported this issue to the cta stated she does not have the event date information. The mcs instrument and mcs tip cover accessory were inspected prior to use. Installation of tip cover accessory on the mcs instrument was "easier than normal." The mcs tip cover accessory fell into the abdomen and they retrieved it with the remaining instruments. Instrument removal task was being performed when the mcs tip cover accessory fell inside the patient. The nurse told the cta that the mcs tip cover accessory and the mcs were not been damaged. The orange surface was not visible after the mcs tip cover accessory was installed. No electrolube or other lubricant applied to the mcs instrument prior to the mcs tip cover accessory installation. There was a 5 minute delay in procedure, since they had to search the mcs tip cover accessory in the abdomen and remove it and installed the new mcs tip cover accessory on the mcs instrument. Neither the mcs instrument nor the mcs tip cover accessory are available for isi evaluation.

Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an adverse event and product problem rather than just a product problem, as previously reported.

Event description:
Refer to h10/h11 for follow-up information.